Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was in germany and at 3:00am, the cgm was reading 2.2 mmol/l. The patient self-treated with grape sugar and gummy sugar without checking their bg. The patient was taken to the hospital by their colleagues because the patient was experiencing hyperglycemia and was not feeling well. At the hospital, they disconnected her pump and took the cgm sensor off. They took a bg reading and it was 33.0 mmol/l while the cgm was still reading 2.2 mmol/l. The patient was treated with insulin injection. The patient was discharged from the hospital after 4 days. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.